Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
An advocate from mexico called on behalf of the customer to report that they obtained blood glucose readings of 14 mg/dl at 2:59 p.m. And 242 mg/dl at 3:01 p.m. With the contour plus meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour plus meter and in-house contour plus test strips from lot # 2lqhh06b using blood sample, which gave a satisfactory performance. In section h5 of the initial report 'no' was inadvertently selected for 'labeled for single use'. This section has been corrected with 'yes'.